Event description:
It was reported that the device was fractured. The 10mm x 3.50mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not cross the lesion and eventually the catheter got fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.